Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, vascular complications are a well-recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 16 fr esheath is 6.0mm. The patient¿s vessel mld measured 5.7mm with mild calcification. In this case, in addition to procedural factors (manipulation of the devices), patient factors (in this case, patient factors (less than adequate access vessel mld, mild calcification) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our edwards lifesciences affiliate in (B)(4), while advancing a 23mm sapien xt valve and delivery system through a 16fr esheath, significant resistance was encountered in the right external iliac artery (eia). The sapien xt valve was advanced through sheath and positioned 70:30 aortic/ventricular (a/v) and deployed in a final 80:20 a/v position. The final valve position was thought to be acceptable and no further actions were taken. Post deployment angiography showed a right eia dissection. The eia dissection was also confirmed by intravascular ultrasound. A 16mm x 10mm x 7mm stent graft was placed and the procedure was completed.the access vessel minimum luminal diameter measured 5.7mm with mild calcification and no tortuosity reported. The eia diameter measured 5.7mm x 6.6mm without calcification.

Manufacturer narrative:
The esheath was discarded and not returned to edwards lifesciences for evaluation. Without the device return, functional testing and dimensional analysis were unable to be completed. DHR review was performed on the work orders most relevant to this event. None of the work orders revealed any manufacturing issues that could have contributed to this event. No deficiencies with the IFU or training manual were identified. During the manufacturing process, the esheath undergoes multiple 100% manufacturing and quality inspections. These inspections make it unlikely that a manufacturing non-conformance contributed to the reported event. The complaint of the sheath shaft resistance with the delivery system could not be confirmed as the device was not returned for evaluation. The exact cause of the sheath shaft resistance with the delivery system could not be determined. A review of manufacturing mitigations supported that the esheath was properly inspected to detect issues related to the reported event. During insertion of the delivery system through the esheath, insertion forces can vary due to several patient factors (access vessel calcification and/or tortuosity, vessel mld) and procedural factors (sub-optimal insertion/placement angle of the sheath into the patient). The minimum required vessel diameter for a 16 fr esheath is 6.0mm. The patient¿s vessel mld measured 5.7mm with mild calcification. In this case, patient factors (less than adequate access vessel mld, mild calcification), in addition to procedural factors (manipulation of the devices) may have contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint history review revealed that the occurrence rate did not exceed the june 2016 control limits for this trending category. No further action is required at this time.